Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Section d6b is updated with explant date as per additional information received.

Event description:
An impella cp was inserted via right femoral artery in a 53 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient received support with the cp post percutaneous coronary intervention. On day 1 of support, the patient's plasma free hemoglobin levels elevated to 70, with repeat level at 240. The impella inlet was interacting with the mitral valve and the device was repositioned. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.